Event description:
It was reported to vyaire medical that the revel ventilator failed while on a patient transport. It stopped ventilating. The customer confirmed that the patient desaturated but no further harm was noted. Then the patient was taken back to the emergency department at the sending facility, ventilated via bvm (bag valve mask) for some time, and then placed on their ventilator.

Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. Service technician was unable to reproduce customer reported complaint during bench testing. Vent was hooked up to a known good ac power source, a patient circuit and a known good o2 source. Vent passed 120 hours of extended test without any power issue or unusual alarm condition. Service performed several power on/off, vent passed with no issues. Vent passed initial final test and initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Processed ventilator through service to meet all factory specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.